Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, excessive no delivery test due to a33 alarm. The insulin pump was monitored for 48 hours with multiple basal rate and was programed with several bolus units; the insulin pump function properly. All selected basal and boluses were properly recorded on pump history file. No a44 alarm or history anomaly noted. No motor rewind anomaly noted. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a test failed alarm while changing out the infusion set. The customer stated that the test failed alarm occurred during the rewind and prime sequence. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the insulin pump would not rewind prime sequence and would start over and over again when pressing act button. The customer was assisted with programming the time and date. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.